Event description:
Reportedly, the device was explanted after an implant duration of 4.9 months due to stenosis caused by endocarditis. Per the cer: patient is under treatment as of (B) (6) 2010. It was reported that "magna 3000j19 was implanted for avr to correct asr on (B) (6) 2010. It was a right thoracotomy mics procedure but the view was well and there was nothing particular noted at the implant. Patient was discharged from the hospital on (B) (6) 2010. Few days later, patient visited the doctor and claimed that he experienced palpitation and fatigue. (B) (6) 2010, patient visited the doctor again for chest pain. Patient had a fever for 38 degrees celcius and customer suspected ie. However, crp and wbc were both not that high and antibiotics were given. Internal medicine mentioned that echo showed pressure gradient which dropped when re-tested. Patient was discharged from the hospital on (B) (6) 2010. Opd was monitoring the patient but the patient still had fatigue and fever. (B) (6) 2010, high pressure gradient was observed on the echo and was diagnosed as caused by ppm. Device was explanted on (B) (6) 2010. (B) (4) was implanted as a replacement. At explant, customer commented that there was vegetation on the entire valve on both inflow and outflow sides which restricted leaflet movement. There was massive vegetation noted on the inflow aspect. On the outflow aspect, layer of vegetation was noted on all three leaflets. Before surgery, there was no clear sign of ie and it was suspected for ppm because of the pressure gradient (pg 87.6, mg 47.3) on echo. At explant, it was confirmed that explant was due to leaflet movement restriction led by vegetation from ie. Etiological agent was (B) (6)."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requested copy of echo cd. Requested update on condition of patient. Requested and received multiple photos of the device after explant. Device not returned due to presence of infection.